Manufacturer narrative:
The patient underwent a successful revision of a proximal tibia in (B)(6) 2016. The reported cause of the revision is due to infection. It was reported that the infection can be attributed to a scrape which the patient sustained to the area prior to the surgical wound being healed. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported that the patient had an infection and requires removal and replacement of the custom proximal tibia jts. The patient has had two previous implants. The first one became infected and was replaced. The second one completed its expected expansion and was revised to the 3rd and current one that has now become infected. It was reported that the surgical wound did not heal and the patient sustained a scrape to the area which resulted in an infection. Siw reference (B)(4).

Manufacturer narrative:
This complaint is being investigated and the results will be provided in a supplemental report.

Event description:
It was reported that the patient had an infection and requires removal and replacement of the custom proximal tibia jts. The patient has had two previous implants. The first one became infected and was replaced. The second one completed its expected expansion and was revised to the 3rd and current one that has now become infected. It was reported that the surgical wound did not heal and the patient sustained a scrape to the area which resulted in an infection. The current infected implant will be replaced with a similar new implant that is in the process of design and manufacturing. (B)(4).